Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was involved tgu313110j/16337876 UDI# (B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required. The physician commented, the patient had a shaggy aorta and reported paraplegia was possibly occurred by thrombus or plaque shift. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for an aortic arch aneurysm using a gore® tag® conformable thoracic stent graft with active control system and a conformable gore® tag® thoracic endoprosthesis. Reportedly, just after the procedure, paraplegia was confirmed in the ICU. As a treatment, a spinal drainage, a steroid use, a raising blood pressure, an oxygen concentration and a hemoglobin were performed. The patient is recovering after the treatment and was discharged from hospital. The physician commented that the patient had a shaggy aorta and reported paraplegia was possibly occurred by thrombus or plaque shift.